Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and no errors were observed. The case was open for internal inspection and passed. The complaint was not confirmed because the receiver was manually shutdown and restarted prior to perpetual rebooting. The reported event of initializing screen without manual restart was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. Functional testing was performed and the test failed because the receiver would not boot up; therefore the data log could not be downloaded. The receiver case was opened to download data log directly from the ui pcba board. The reported event of initializing screen without manual restart was not confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.